Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual contacted support stating that repeated insulin occlusion alerts were occurring despite the tubing appearing normal. Guidance was provided explaining that after an occlusion alert, it is generally recommended to change infusion supplies in case the infusion site is contributing to the alert. The individual stated that the infusion set would be changed and that support would be contacted again if further assistance was needed. Blood glucose levels were reported as not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.